Event description:
Caller reported visible signs of melting where the battery seats in the aviva meter. No adverse event was reported. A request was made for the return of the meter, replacement sent.